Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from united states indicating the "motor is heating up." It is known that the device was used in surgery and that no injury was reported. It is not known if medical intervention occurred. There was no additional information provided.